Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the lead. Failure event observed during analysis. Final analysis found an external insulation abrasion was found distal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil. The cause of the external insulation abrasion is due to friction to another device or feature of the patient anatomy.